Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came apart. Reportedly, the glue seemed to have failed, where the infusion site met the tubing as the patient attempted to remove the needle guard. The blood glucose level at the time of incident was 221 mg/dl. There was no damage noticed when the package was first opened. The patient was able to fill tubing, insert a new infusion set using the same cartridge they had loaded and resume insulin successfully. No further information available.